Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, and additional assistance was not necessary, leading cts to close the case.